Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25 x 23 mm xience nano stent dislodged during device preparation. There was no reported difficulty removing the sheath. The device was not used and a new 2.25 x 18 mm xience nano stent delivery system was then used. There was no patient involvement with the dislodged 2.25 x 23 mm xience nano stent and no clinically significant delay. No additional information was provided.